Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated architect stat troponin-I result for one patient. The following data was provided (customer¿s reference range: </= 0.05 ng/ml): (B)(6) 2024 at 11:45 am initial result = 1.432 ng/ml (physician questioned the result) repeat result at 2:37 pm = 0.012 ng/ml sample rerun on another analyzer = < 0.01 ng/ml new sample was tested and result on both architect analyzers were < 0.01 ng/ml there was no impact to patient management reported.

Event description:
The customer reported a falsely elevated architect stat troponin-I result for one patient. The following data was provided (customer¿s reference range: </= 0.05 ng/ml): (B)(6) 2024 at 11:45 am initial result = 1.432 ng/ml (physician questioned the result). Repeat result at 2:37 pm = 0.012 ng/ml. Sample rerun on another analyzer = < 0.01 ng/ml. New sample was tested and result on both architect analyzers were < 0.01 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
Correction: h4 - device mfg date: initial: 9/23/2023 / updated to 9/28/2023. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect stat troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 97999un23 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or product deficiency of the architect stat troponin-I reagent lot 97999un23 was identified.